Manufacturer narrative:
(B)(4). Date sent: 03/23/2010. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the pneumoperitoneum ws not established with this product. Unk how case was completed. Surgery was prolonged one minute. There were no adverse consequences for the pt. Requested and received the following info on (B)(6) 2010.